Event description:
It was reported that during an unknown procedure, after the device was fired, some of the staples were found to be malformed. The procedure was completed by using hand sewing. No adverse patient consequence was reported.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.